Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance vision washer and found the welds that hold the press gasket in place were broken causing the door gasket to not stay in place subsequently allowing water to leak out onto the floor. The unit has been removed from service. The user facility has requested that steris perform the necessary repairs. Once the repairs are made, the unit will be placed back in service.

Event description:
The user facility reported that water was leaking from their reliance vision washer. No report of injury, procedure delay, or cancellation.

Manufacturer narrative:
On 1/5/2019, the technician performed the necessary repairs, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.